Event description:
It was reported the single use electrosurgical knife blade head was fractured. The issue occurred during a therapeutic endoscopic submucosal dissection (esd) procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the corrected details updated in the record. Corrected fields: d4 lot #, h4.

Event description:
No new information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the complaint investigation. The device was returned and the issue was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: 1)during tissue incision, a spark discharge might have occurred due to one of the following factors. ·the output setting for activation was too high ·the electrosurgical unit was used in the coagulation mode. ·the output activation time was too long. 2) an electrical discharge occurred, and the cutting knife became hot instantly. As a result, the strength of the cutting knife including the tip decreased. Also, the cutting knife was scorched. 3) during handling such as retracting the cutting knife, a load was applied to the tip which has reduced its strength. This might have caused the tip to deform or the cutting knife to break near the tip. However, reasons for spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: during treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the coated outer tube. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using a grasping forceps. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. An excessive output level and time may result in patient injury, such as perforation, bleeding, or mucous membrane damage. Application of high-voltage waveforms for extended periods increases the likelihood that the cutting knife may break. When a high-voltage waveform has to be used, minimize the duration of current application. -electrosurgical unit: voltage intensities of various waveforms *1:soft coagulation < cut / pulse cut < forced coagulation do not activate output when the metal portion at the distal end of the endoscope is too close to or in contact with the cutting knife. This could burn the tissue and/or damage the endoscope. If the cutting knife is used in a high-humidity situation, it may be damaged by melting or elongation. Do not use this instrument and a cord with an output higher than the rated high-frequency voltage given in the tables in section 8.2, ¿specifications¿. This could cause patient, operator, or assistant injury, such as thermal injury. It could also damage the endoscope, instrument, and/or a cord. 8.2 specifications rated high-frequency voltage cut: 1600 vp (3200 vp-p) coag: 2900 vp (5800vp-p) be careful not to use excessive force when removing tissue attached to the cutting knife. When the distal end is subjected to excessive force, for example, when forcibly scraping the cutting knife with tweezers, etc. Or when extending and retracting the cutting knife abruptly and continuously, it may break the cutting knife. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use electrosurgical knife blade head was fractured. The issue occurred during a therapeutic endoscopic submucosal dissection (esd) procedure. There were no reports of patient harm.